Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported difficult to separate was determined to be unknown/undetermined due to lack of relevant medical information. A clinical assessment showed that the device had an unknown contribution to this event. Procedure, anatomy, and user-related issues could not be found. There were no off label or cautionary product use conditions that were found. Based on the clinical assessment the most likely cause of the reported loss of seal was found to be user related. The tension on the aortic body during manipulations to demate may have unintentionally displaced the rings from their intended position. Additionally the elevated anticoagulation status of the patient likely contributed to the event. Off label or cautionary product use conditions could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.